Event description:
There was an allegation of a discrepant result with the elecsys syphilis for one patient sample on a cobas e 602 module. The following results were provided: elecsys syphilis result: 0.097 coi, non-reactive. Enzyme-linked immunoassay (elisa) result: 24.456 s/co, reactive. Treponema pallidum particle agglutination (tppa) test result: reactive. Electrochemiluminescence (eclia/clia) test results: non-reactive. Western blot: non-reactive. No erroneous result was released outside of the laboratory.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The elecsys syphilis non-reactive result was confirmed by another platform in clia, which was deemed correct by the customer. The investigation did not identify a product problem.